Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
(B)(6). (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: (B)(4).

Event description:
It was reported that package was opened. The product was not used. Photographs depicting the issue were received from the complainant.